Event description:
On (B)(6)2023, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter read inaccurately high compared to a calibrated lab device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and based on information obtained during a follow-up call with the patient. The patient reported that the alleged issue began at an unspecified date in 2023, in the morning when she received a blood glucose reading of ¿170 mg/dl¿ on the subject meter. The patient claimed that 15 minutes later she did a lab test and received a blood glucose reading of ¿110 mg/dl¿. The patient confirmed that she did not take any food or medication in between readings. The patient manages her diabetes with a combination of medication (lantus insulin ¿ 14 units and janumet tablets 5000 mg) and stated that she did not take any action in response to the alleged issue. At an unspecified time after the alleged issue occurred, the patient started ¿sweating¿. During the follow up call, the patient informed the cca that her sugar was low and that she drank juice and felt better. During troubleshooting, the cca established that the test strips were within expiry date. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.